Event description:
The company received a report where it was claimed that the cuff did not inflate after installation. The end clinician reported this was discovered after five minutes of use. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.